Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients relative, that when the patent was in hospital on they were "hooked up to external monitor, they noticed that the patients heart rate  was erratic", as is concerned their device is not functioning properly.  The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.